Event description:
Report from (B)(6) reported that the device spins free when used with attachments. It is known that the device was not used during surgery. It is unknown if injuries or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of motor spins free with attachment was confirmed. Reliability engineering evaluated the devices, and the locking mechanism of the motor exhibited damage that is consistent with improper assembly of an attachment or cutting burr into the motor. The motor pawls were damaged, which could allow the motor drive shaft to spin independently of an attachment drive shaft or cutting burr when pressure was applied. If additional information is received, a supplemental MDR will be sent. (B)(4).